Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplem'ental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room after experiencing an ongoing high bg. Customer changed supplies and gave a bolus via the pump but was unable to resolve the issue. Customer was subsequently hospitalized (B)(6) 2023 with a blood glucose (bg) level of 525 mg/dl and vomiting. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.